Event description:
Pt scheduled for CT chest and pelvis and st neck with IV contrast. Ped port used for IV contrast injection using 1 cc per sec flow rate psi300. Small infiltrate noted, md notified, asked us to continue with next injection for st neck. Hand injected, and have the pa look at port-a cath visually. Placed ice on site and notified md. Pt returned to pediatric outpatient clinic and port-a-cath explantation scheduled.